Manufacturer narrative:
This report is submitted on may 29, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain/non-auditory sensations, performance decrement, and intermittent function. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.